Event description:
It was reported that the external pulse generator (epg) which was returned for preventative maintenance subsequently tested out of s pecification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as it was identified that the epg failed the incoming test due to a display backlight on/off difference and bleeding in the upper area of the screen. It was also determined at analysis that the atrial and ventricle patient connectors were cracked, and the dial buttons were missing. The case was found to be sticky and polluted the nuts were sticky, and the o ring hanger assembly was missing. The seal was coming out of the housing and the company logo was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update : it was noted that the case screws were worn out and the firmware required an update. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.